Manufacturer narrative:
The device passed self test and displacement test. Pump error 63 confirmed in pump history with variable due to cold solder joint at keypad assembly. The device was received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for hardware low level failures. Blood glucose was unknown. Customer is able to complete pump rewind. Customer performed self-test which was failed . Customer performed troubleshot for hardware low level failures and she did another self-test and she got the hardware low level failures again and so we will replace/return the insulin pump based on error table. The insulin pump will be returned for analysis.